Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported the insulin on board calculation displayed zero before the end of the duration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2015-product analysis:the device was returned and evaluated by product analysis on 03/14/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. The insulin-on-board feature was found to be functioning properly during investigation. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.